Event description:
Customer reported an unexpected negative result when testing a patient sample on the galileo. The patient has a known anti-kell.

Manufacturer narrative:
Images retrieved and reviewed. Initial testing with sample showed a reaction strength of 19 appearing as a cell button with slight red cell adherence surrounding the button, appears to be a 1+ reaction. After re-spinning and re-testing, the sample resulted positive (1+) with the same reagents used for initial testing. Unable to rule out sample as cause of unexpected reaction. As per the capture package insert, "negative reactions may be obtained if the test serum contains antibodies present in concentrations too low to be detected by the test methods employed."